Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigational purposes yet.

Event description:
The user suddenly lost hearing perception with the device shortly before 10-jan-2023. It is unknown whether an accident or trauma occurred. The user has been re-implanted.

Event description:
The user sudenly lost hearing percpetion with the device shortly before (B)(6) 2023. In situ measurements from (B)(6) 2023 show affected channels. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user suddenly lost hearing perception with the device shortly before (B)(6) 2023. In situ measurements from (B)(6) 2023, show affected channels. It is unknown whether an accident or trauma occurred. Re-implantation is considered but is not scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suddenly lost hearing perception with the device shortly before (B)(6) 2023. It is unknown whether an accident or trauma occurred. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report